Event description:
Hosp ICU personnel were administering external pacing to a pt with the device prior to implanting a pacemaker. According to the rptr, the device alarmed "low battery" when the device was connected to alternating current power. The rptr stated a backup external pacemaker was called for and used when the device lost power with a deaf battery approx 15 minutes later. No adverse affects to the pt were reported as a result of the alleged malfunction.